Event description:
In 2001, patient was seen at the implant center for device evaluation. Testing was performed at center demonstrated system was no longer functioning. Patient requested reimplantation with another clarion device.